Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's left lead had high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained that the lead was fractured. Surgical intervention was undertaken during which the lead was explanted and replaced to address the issue.